Event description:
A patient reports while wearing a pod between 1 and 4 hours their blood glucose level had rose to 270 mg/dl.

Manufacturer narrative:
The returned device was evaluated and the pod arrived fully deployed. No timeouts or drive stalls were observed. The exposed portion of the soft cannula was observed to be kinked; fluid was able to flow through the complete fluid path. The timing and cause of the observed cannula damage could not be determined. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone phone_control_ios. Cloud - omnipod 5 software app version 1.1.5. Cloud - smartphone operating system 17.6. Cloud - smartphone hardware iphone12.3. Cloud - cgm sensor type g6.